Event description:
A healthcare professional reported that an ophthalmic operating console lamp was burned and a system message was displayed. The scheduled procedure was vitrectomy. Patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the xenon lamp was replaced. The system message is only an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The system was then tested and met all product specifications per service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).